Event description:
On 11/27/07, abbott point of care was contacted by a customer who reported a I-stat chem8+ cartridge yielded a creatinine result of 4.8 mg/dl. Same sample repeated on a I-stat chem8+ cartridge yielded a creatinine result of 4.3 mg/dl. The same sample was tested using lab instrument which yielded a creatinine result of 1.4 mg/dl. Repeated test on the same sample using lab instrument which yielded a creatinine result of 1.5 mg/dl.